Manufacturer narrative:
(B)(4). The device was manufactured march 6, 2015 ¿ march 7, 2015. The device was received for evaluation with approximately 60ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the cap was removed, continuous flow was observed from the luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during infusion. The reporter stated that flow had been confirmed prior to connecting the device to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.